Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels and ¿passed out¿ on multiple occasions. Although requested, it could not be confirmed if these incidents occurred while the customer was using the tandem pump. Multiple follow up attempts were made, in an attempt to obtain additional information regarding these events. However, the customer did not respond.